Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician could not screw the leads into the lead ports of the implantable pulse generator (ipg). The ipg was explanted and the procedure was completed with a replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the leads were not connecting to the implantable pulse generator (ipg) and the leads were 'falling off'.